Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited low level, high frequency noise leading to pacing inhibition. Myopotential oversensing was suspected. No intervention was performed. The patient was asymptomatic and will continue to be monitored.